Event description:
The customer contact reported backflow of fluid from the secondary tubing set into the primary tubing set. The primary tubing set was being used to deliver normal saline via a symbiq pump. The secondary tubing set was connected to the primary tubing set for piggyback delivery of an unspecified concentration of doxorubicin in a 500ml solution container. The primary solution container was lowered with "2 hangers" below the secondary solution container; however, the nurse noted the secondary solution was flowing into the primary tubing set. It was reported the primary tubing set was clamped below the back check valve and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation.